Event description:
It was reported that implant was attempted. Device not implanted due to doctor was unable to deploy helix during implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over retracted. Blood/body fluid in/on the electrode end of distal conductor and also helix/lobe mechanism.